Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove was unable to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The noted multiple bends on the core likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the anterior tibial artery. An unknown balloon catheter was used with a .014 command guide wire for dilatation; however, after dilatation it could not be removed from the guide wire. The procedure was extended as the doctor had to use another guide wire and balloon to continue the procedure. However, there were no adverse patient effects due to the delay in procedure. No additional information was provided.